Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic with fatigue and general discomfort. Upon interrogation, the right atrial (ra) lead exhibited high pacing impedance and loss of capture. Venogram performed revealed lead fracture. The ra lead was capped and replaced on (B)(6) 2021. The patient was stable before, during, and after the procedure.